Event description:
Unit was overfilling the final container, based on a 250 ml container being empty and the volume delivered display reading 244 ml. When the rptr explained that this was within the accuracy limits of the MFR specs, the caller cited an instance from the previous day in which a 500 ml into 2 final containers. This exceeds the specs; the caller could not provide the exact volumes programmed and delivered. The bags in question were discarded and there was no pt involvement. The unit was swapped out.